Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport ti l/p 6 cf int wosp att sl via right subclavian artery at right chest wall. During the procedure, the patient allegedly, experienced pain which was noted around the port site and discomfort. It was further reported that the port allegedly leakage in the subclavian segment. Reportedly, the port was removed with assistance from the interventional radiology department. Furthermore, the catheter was allegedly found to be ruptured. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port slim implantable port with a detached catheter and cathlock were returned for sample evaluation. Along with returned sample one photo and one video were provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two longitudinal splits were noted on the proximal end of the catheter. The edges of both longitudinal splits on the catheter were noted to be uneven, and surfaces could not be determined as additional damage will be caused in catheter. The port was patent to both infusion and aspiration and no leaks were noted. In-house syringe with dye water was attached to the proximal end of the catheter returned. Upon infusion, leaks from the longitudinal splits on the catheter were noted while water exited at the distal end of the catheter. Leak and split were noted in video and photo review. Therefore, the investigation is confirmed for the reported catheter rupture and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using powerport ti l/p 6 cf int wosp att sl via right subclavian artery at right chest wall. During a port placement procedure the patient allegedly, experienced pain was noted around the port site and discomfort. It was further reported that the port allegedly leakage in the subclavian segment. The port was removed with assistance from the interventional radiology department. Reportedly, the catheter was allegedly found ruptured. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.